Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set). The patient was connected at the time of the alarm. This occurred during drain one of six of peritoneal dialysis therapy. During troubleshooting, it was discovered the patient connector was higher than the heater bag causing the patient line not to fill all the way. The patient would complete therapy with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, patient connector was higher than the heater bag is a known cause of this type of alarm. Proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide instructs the user ¿not place the cycler more than 12 inches (30 cm) higher or lower than you¿. It further advises the user ¿placing the cycler more than 12 inches (30 cm) above your position can produce higher than normal flow rates during fill and lower than normal flow rates during drain¿. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.